Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. A quality complaint investigation was performed. The product samples nor lot numbers were provided for eval. However, pictures of the two sample devices were received at the roswell technical qa lab. In the photo of sample 1, the inflation line is damaged from the point of connection to the et tube, extending up the line approximately 1cm. The damage area is jagged and crushed, with holes. There are also visible dents/marks on the exterior of the et tube on the opposite side from the inflation, similar in appearance to teeth marks. In the photo of sample 2, the inflation line is damaged at 1.8 cm above the point of connection to the et tube. The damaged area is jagged and crushed, with holes. There are no corresponding marks on the et tube. No lot numbers or samples, only the product code 35112 was available to assist in the history review. The review of the oqs report within 2014 until year to date may 2015 did not reveal any signs of inflation tube leakage failure. Complaint sample is not expected to be available for eval. Based on the picture provided and the eval performed by the customer, the inflation line is damaged from the point of connection to the et tube. The damage area is jagged and crushed with holes. There are also visible dents/marks on the exterior of the et tube on the opposite side from the inflation line. There are similar in appearance to teeth marks. Furthermore, the event occurred two weeks after starting use. A detailed investigation or batch review cannot be conducted. Therefore ths complaint will be closed without further action. No additional info has been provided at this time. Should additional info become available, a follow-up report will be submitted. Please note: there are (B)(4) cases associated with this complaint; therefore a separate FDA form 3500a has been generated to address the other case. Reported to the FDA on 08/10/2015.

Event description:
It was reported that after approximately two weeks in use, the pressure on the pediatric endotracheal tube cuff reduced. The complainant reported that the endotracheal tube was removed and replaced with a second endotracheal tube. After one day in use, the cuff pressure on the second endotracheal tube was found to have leakage and was replaced with a competitor's product. There were no further issues reported. The customer checked the two defective endotracheal tubes by inflating them in water and found air leaks from inflation tube. It should also be noted that customer reported that a bite block was used intermittently.